Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the front panel membrane was replaced to resolve the problem condition. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.